Manufacturer narrative:
Routine qc was performed and was acceptable. The strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). (B)(6). Two different fingers on two different hands were used for the fingersticks.

Manufacturer narrative:
As no product was returned, no further investigation was possible.